Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens returned stuck in a cartridge. The cartridge tip was found to be damaged. A foam tip plunger was returned and it was found to be torn. There was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures. The backup lens was implanted.